Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, the customer did not see insulin drops until 30 units were primed. Reportedly, the customer continued to use the infusion set. Blood glucose was 225 mg/dl.